Manufacturer narrative:
The onsite functional testing was not completed by a spacelabs field service engineer (fse) because one subject device, the transmitter receiver, was still in use on a patients during the fse's visit. The transmitter was removed from service. The customer did not provide any additional information. The fse is continuing to contact the customer to retrieve requested additional data. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for ventricular tachycardia (v-tac).

Manufacturer narrative:
The telemetry transmitter sends patient ECG signals to the telemetry receiver module which contains the ECG algorithm for processing the signals. The data is analyzed for display and determines alarm status, sending alarm messaging to the telemetry central monitor. Onsite functional testing of the involved devices was not performed. A spacelabs field service engineer (fse) contacted the customer on (B)(6) 2014 in an attempt to gain access to the equipment, but was refused by facility management. The fse was informed that the transmitter had been taken out of service; however, the receiver module and central monitor were still in use. The customer did provide a retrospective database of compressed ECG waveforms from the patient. This data was reviewed by a spacelabs lead software engineer. The retrospective database covered the time from 15:51 on (B)(6) 2014 to 22:21 on (B)(6) 2014. The date of the event was (B)(6) 2014, but the customer did not provide a time for the event. No episode of vtach was located in the provided database. The customer did not provide an ECG strip of the event. Further investigation is not possible without additional information. In conclusion, due to limited information provided for this event and the absence of a vtach episode in the provided database, we cannot conclusively determine root cause of the reported failure. This supplemental report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient on transmitter model 91347 with receiver module model 90478 and central monitor model 91387-38 failed to alarm for ventricular tachycardia (vtach). The patient required cardio-pulmonary resuscitation.